Manufacturer narrative:
The device is not available for evaluation; however, photos and a lot number were provided. Investigation is pending.

Event description:
The event occurred on an unspecified date and involved a chemolock¿ bag spike where it was reported the product was broken which resulted in leakage. There was unknown patient involvement, unknown human harm and unknown delay in therapy.

Manufacturer narrative:
One new cl-10 chemolock bag spike was returned for inspection. No defects or anomalies noted. No defects or anomalies noted. The cl-10 was leak tested per product specifications. There was no leakage. The reported complaint was unable to be replicated or confirmed. Without the return of the used sample, a comprehensive failure investigation cannot be performed. The DHR was reviewed and no relevant nonconformities were found that would have led to the reported complaint. D9 - date returned to mfg: 15apr2025 corrected/clarifying information can be found in b5. Corrected information can be found in h6 - component code.

Event description:
The chemolock portion of the device was broken and this is what caused the leakage per the customer.